Event description:
Patient revised to address pain; found glenoid erroded superiorly

Manufacturer narrative:
Examination was not possible, as the products were not returned. Provided information states the stem and head were removed from the patient and a long stem, head, and glenoid were implanted. The patient's glenoid was found eroded superiorly. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for both reported part and lot number combinations. Based on the investigation, the ned for corrective action is not indicated. Deputy warsaw considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.